Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a drain was placed. During the procedure, the surgeon attempted to apply negative pressure but was unable to because of a clogged lateral groove. There was no adverse consequence to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.